Event description:
It was reported that tne st juae atrial leaa exnioiteo oversensing, variation in p wave amplitudes and there was some external noise oversensing noted on the atrial channel. The atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).